Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that during an initial right carpel tunnel procedure on (B)(6) 2015, two instruments fractured inside the patient. All pieces were retrieved and competitor product was used to complete the surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments; "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00833 / 00834).